Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the (B)(6) registry, seven months post deployment of a 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a 25mm surgical valve. The cause for the explant is unknown. The valve was reported to have been deployed in 80:20 aortic position resulting in none/trace pvl.

Manufacturer narrative:
Section h10: additional information provided by the hospital medical records indicated the patient was discharged two days post tavr. During the one month follow up appointment, the patient stated he was feeling well. No complaints. Two days prior, however, the patient had gone to ER with right shoulder pain, radiating down his arm. The patient was asked to follow up with orthopedics. On exam, sbp 80-90's. Patient became pale and weak upon leaving the clinic. He sat for a while and had juice and water. EKG was unchanged from two days prior. Echo showed a 26mm bioprosthetic valve in place, with no ar, a mean gradient of 5mmhg and a "marginal" increase in pasp. Approximately six months later the patient was admitted with two weeks of fevers/neck pain. Blood cultures were positive with 4 out of 4 and vegetation seen on the mitral valve leaflet. The patient was treated for endocarditis. Seven days after admission the patient was taken to the operating room for mitral valve replacement. Mvr was successful; however, the patient became acidodic and was placed on ECMO. Complications occurred due to thrombus in the lv, pa and aorta which clotted the cpb support lines. The patient expired the next day. As such this MDR was reported in error and a corrected supplemental report is being submitted.